Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have the customer reported complaint - the jaw part does not open. The instrument was returned with a cut cord, preventing full functionality testing. However, it was tested on an in-house system and passed recognition, engagement, and motion tests. The jaws functioned properly, but sealing and cutting capabilities could not be assessed due to the cord damage. Additionally, the instrument was found with a dislodged blade protruding 387" outside the blade garage. No damage was observed to the conductor wire or snake wrist, and no significant bio debris was present at the tip. The knife slot measured 0.129", and the jaw ceramic dots were intact. The probable root cause in this case cannot be determined as the instrument was returned with a cut cord and the failure analysis could not determine the root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm vessel sealer extend (vse) instrument jaws would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.